Manufacturer narrative:
The investigation of the reported issues has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause was not determined. B.2 revised selections as required intervention to prevent permanent impairment/damage was inadvertently omitted from initial manufacturer device report number 1220648-2025-25930 and hospitalization - initial or prolonged was entered incorrectly on the initial manufacturer device report number 1220648-2025-25930. H.6 code 4617 was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25930.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced cardiogenic shock, acute respiratory failure and anemia with a "possible" relationship to the impella device used. The patient was discharged from one hospital after a length admission for critical limb ischemia. Later this day, the patient felt week and had low pressure, ems was called and the patient experienced syncopal episodes with ventricular fibrillation arrest. Cardiopulmonary resuscitation was performed with one shock and return of spontaneous circulation (rosc) was achieved. The patient had inferior st-segment elevation myocardial infarction (stemi) and was urgently taken back to the catheterization lab for stemi. Percutaneous coronary intervention (pci) was started but the physician was unable to wire the left circumflex artery with the available equipment. Patient started on neo drip for hypotension in the catheterization lab. The vessel remained occluded, and the decision was made to implant an impella cp device for mechanical circulatory support, proactively intubate and transfer the patient to an area hospital. Automated impella controller (aic) to aic transfer was completed. Impella flows were turned from auto due to impella flows reduced alarm. Device noting suction above support level p-5. Echocardiogram was completed and float swan-ganz to assess the right ventricle failure. An attempt to open the left circumflex artery was made. A transthoracic echocardiogram (tte) was performed showing impella position shallow and empty left ventricle with an empty right ventricle. The physician was able to cross the left circumflex artery and completed the pci. Post pci, the patient transferred to the unit to rest overnight with plans for impella explant the following day. This next day, the impella remained at p-4 due to suction. The patient received two units of packed red blood cells for low hemoglobin/hematocrit. During support the patient had experienced cardiogenic shock, acute respiratory failure, and anemia. Additional information from the registry stated the patient became increasingly hypotensive, rhythm ventricular tachycardia with flat arterial and pulmonary artery lines. The patient cardiac arrested, CPR was completed with return of rosc after five minutes. The patient continued to decline despite max inotropes and pressors, arrested again with CPR performed and rosc achieved. The family requested to make the patient a do not resuscitate. The patient was weaned, and the impella cp device was successfully explanted with a survived patient outcome.